Event description:
In 2001 end-user called minimed, USA and stated that the infusion set is not working. The whole set came out instead of disconnecting. On november 1, 2001 maersk medical received the complaint and 1 used infusion set.